Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced back pain. Blurred vision, nausea, and a loss of consciousness and was unable to self-treat, requiring third-party administration of sugar and water for treatment. Patient also later reported being seen at a medical clinic. There was no report of death or permanent impairment associated with this event.

Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced back pain. Blurred vision, nausea, and a loss of consciousness and was unable to self-treat, requiring third-party administration of sugar and water for treatment. Patient also later reported being seen at a medical clinic. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed with the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brown out rest (event log 21). No failure modes were observed with the sensor plug upon visual inspection. The sensor was further investigation and sensor was de-cased. No issues were observed upon visual inspection of the pcba (sensor¿s printed circuit board assembly). The battery voltage was measured and was found to be within specification. Therefore, this issue is confirmed to brown out reset. All pertinent information available to abbott diabetes care has been submitted.